Event description:
Staff member squeezed hot pack to activate for use on a patient in pre induction unit and the contents exploded from the bottom of the packaging. No injury to staff. Staff accidentally discarded item therefore unable to provide for review. Staff educated to save any future issues with hot packs.